Manufacturer narrative:
The reported events were a stylet insertion issue and unable to implant. As received, a complete lead was returned for analysis. The reported event of a stylet insertion issue was confirmed. Visual and x-ray analysis noted the inner coil was compressed / damaged in the middle region of the lead. The cause of the reported event was isolated to the damage found which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon implant of the left ventricular lead, it was observed the stylet would not insert into the lumen easily. The lead was replaced and the procedure was completed on (B)(6) 2021. The patient was in stable condition.